Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016 the antenna has "no symbol" over it. There was no report of injury or medical intervention. No additional event or patient information is available.